Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 11 months 5 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient called the clinic on (B)(6) 2019 with concerns for a potential driveline infection. The patient was seen in clinic on (B)(6) 2019 with a moderate amount of brownish thick drainage noted on the biopatch. Driveline cultures show moderate wbcs, but no organisms seen. Patient was started on a doxycycline 10 day bid. The ultra sound found a small area of hypoechoic material near the insertion site of the drive line which could represent thrombus or viscous fluid. This could also be a small amount of air within the material. No additional information was reported.